Event description:
It was reported that the patient with this right ventricular (rv) lead noted an red doctor icon (rdi) alert. As the patient noted the alert, contacted the facility but did not experienced any symptoms. Technical services (ts) reviewed the device data and noted both shock and pacing impedance measurements were out of range on the rv channel. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.